Manufacturer narrative:
A visual examination of the returned device found that the unit was received without a washer tail; washer tail was broken. The pull wires of the device were intact and were not broken. Additionally, no abnormalities were noted with the device riveting and welding which were within design specifications. Functionally the device jaws would open and close normally considering the broken washer tail. As a result, measurements were taken of the pull wire curves and it was determined that both pull wires were out of specification. The condition of the returned incident device was consistent with the complaint. The evaluation found that the pull wire was not broken, but the washer tail was broken and appeared as if a wire was broken. There are controls in the manufacturing process that exist to limit product performance issues. Additionally, the dfu indicates that the device should be inspected prior to use and that excessive force should be avoided when handling the device. Since the specific cause of the failure cannot be identified, the most probable root cause is undeterminable. A review of the device history record (DHR) was performed; no anomalies were noted (B)(4).

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a radial jaw 4 biopsy device was used during a biopsy procedure. According to the complainant, after unpacking, the device was examined and a small metallic piece was found to be protruding from the jaws. The account reported that it may have been the pull wire. The procedure was completed with another radial jaw 4 biopsy forceps device. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a radial jaw 4 biopsy device was used during a biopsy procedure. According to the complainant, after unpacking, the device was examined and a small metallic piece was found to be protruding from the jaws. The account reported that it may have been the pull wire. The procedure was completed with another radial jaw 4 biopsy forceps device. There were no patient complications reported as a result of this event.